Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with high blood glucose levels and lost sensor alarm. The customer's blood glucose level at the time of incident was 219 mg/dl. The customer's blood glucose levels had been as high as 500 mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted and the cannula was noted to be bent. The customer was advised sensors would be replaced, along with set and reservoir.